Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 555 and 148mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement strips were sent to her.